Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. Proximal neck was 19-18 mm in diameter and 10 mm in length. Right iliac was 12 mm in diameter while the left iliac was 14 mm in diameter. Right femoral was 10 mm in diameter while left femoral was 14 mm in diameter. It was reported that during final angiography, a type IV endoleak was discovered. The leak type was a blush that came from the main body. The physician decided to monitor the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).